Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip laberal repair surgery the shuttle suture of the device snapped while shuttling the repair stitch through the anchor twice in a row. All broken parts of the device were retrieved from the patient. The sutures tore at the same point in each, while the loop was going through the anchor. The surgeon is experienced in using these and no force over & above what is normally used was exerted. The shuttle suture was passed using a striker nano pass device and no damage form this was observed. The repair stitch was loaded at the appropriate point (blue mark). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-2323xxx). Swivelock® anchors were used instead of the planned fibertak, devices.it was not necessary to do a second surgery.